Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. On (B)(6) 2017, the advanix¿ biliary stent was implanted in the patient¿s common bile duct with no issues reported. According to the complainant, (B)(6) 2017, during the stent removal procedure, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with the snare, the stent stretched and the end of the stent snapped off and stayed inside the patient. The physician used biopsy forceps to remove the larger portion of the broken stent from the patient. The entire device was removed with no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent has some blackened area. The most proximal section of the stent was broken, including the barb. The stent was deformed and bent. Based on the product analysis, most likely some anatomical /procedural anatomical factors were encountered during the procedure which may have limited the overall performance of the device. The damage found on the stent is typically made due to grab and pull the stent with the snare during the stent removal. Once the stent is caught with snare, excessive force to remove it can cause the stent breakage. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. On (B)(6) 2017, the advanix¿ biliary stent was implanted in the patient¿s common bile duct with no issues reported. According to the complainant, (B)(6) 2017, during the stent removal procedure, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with the snare, the stent stretched and the end of the stent snapped off and stayed inside the patient. The physician used biopsy forceps to remove the larger portion of the broken stent from the patient. The entire device was removed with no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".